Event description:
While doing the daily line audits, tubing infusing tpn into uvc found to be leaking at the y-site of the tpn filter. App notified. New fluids ordered and tubing changed sterilely per protocol. Tubing saved in office for apsm. Manufacturer response for IV tubing, IV tubing clearlink system non-dehp extension set 0.2 micron downstream filter (per site reporter).